Manufacturer narrative:
B4: 29aug2019; added g3 report source. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. Customer confirmed the replacement exhalation valve resolved the issue and is returning the defoa valve. If the parts are returned, the complaint will be reopened. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the exhalation valve he received did not work out of box. Not in use. No patient/user harm reported.